Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed error code 1310. The device was visually inspected and powered on and the reported issue was duplicated. The reported issue was due to user error as the device was used improperly. As a result, the error code was cleared. A service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an error code. Patient involvement is unknown.